Event description:
Additional information received reported that the circumstances that led to the shocking sensation was that the unit simply was turned off and about 30-40 minutes later, they turned the unit back on. Shocking sensation was enough on one occasion that they lost control of their left leg and fell. Steps taken to resolve the shocking sensation when turning on stimulation was that they were instructed to turn intensity all the way down to zero before turning the unit off. They had noticed that sometimes there was still a shocking sensation when turning on but intensity was much less. These incidents do not happen every time but was sporadic and unpredictable. They had a previous unit from another manufacturer and that type of incident never occurred. It had caused them to wonder about the dependability and safety of the unit in them.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient would be intermittently shocked really hard when they turn the ins back on, which would cause the patient to sit down sometimes. The sensation caused discomfort. It felt like a static discharge or capacitor discharge. It happened even when lowering stimulation to 0.0 before turning the ins off, but wasn¿t as strong. It didn¿t happen every time, but the patient was concerned that the battery pack may be malfunctioning. It happened on 6 or 7 different occurrences. The adaptive stim feature was off and the patient had not been around any strong electromagnetic interference (emi) sources. The patient met with a manufacturer representative (rep) who ran impedance diagnostics, but found no issues. The patient already met with the healthcare professional (hcp) and rep. The issue began the first week of (B)(6).

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient¿s therapy had started turning on and off by itself beginning about 4 weeks prior to the report in (B)(6) 2017. There is no pattern, actions, environments or ¿rhyme or reason¿ associated with the onset. The patient has already done troubleshooting with the health care provider and had also tried setting the patient programmer aside to ensure that no patient programmer buttons were being pushed. The patient noted this as an anomaly. There was no trauma or fall related to this event. The patient stated that it happens when sitting, lying, standing, and talking; not during position changes, but while the patient is in any position. This became more frequent and happened on (B)(6) 2017, and on the morning of the report. The patient had not had any recent medical test or electromagnetic interference. The patient does not have cycling programmed nor scheduled therapy. During these events, the patient had not checked to see if the patient programmer had showed stimulation off. He was unable to confirm because it is only off for about 2 seconds. It happens when fully charged and also when below half. X-rays were performed and nothing was noted to have moved. The patient has met with manufacturer representative and checked programming. It was noted that they went through all the programming and did not find anything that could be causing the ¿anomaly.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their therapy turning on/off by itself was not resolved, apart from them only using it while they were at residence. It was reported that the "on/off" incident often caused them to momentarily "jerk" as the unit cycled. Again it was reported that this problem occurred without warning and it didn't seem to matter whether they were mobile or immobile, standing, sitting ro laying down. It was also reported it occurred regardless of the charge status of the unit itself or the remote control. It was reported that this was yet another unexplained issue with the unit. They state that they were at wits end with how many "work arounds," that they have to come up with to live with another unexplained occurence with their unit. It was reported that they were unable to work, as they have to live with the spasms and pain, and now the issues with the device, causing yet more difficulties. It was reported that they really needed the unit to help them cope with their back, leg and foot pain. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-28 reporting that the patient had to keep the scs unit turned way down so that the patient could stand the ¿jerks.¿ it was reported that the issues had not resolved. It was reported that the only actions taken were the initial investigation and troubleshooting by the technician. Patient weight information was provided. No further complications were reported.